Event description:
It was reported that the communicator showed a flashing yellow call doctor icon (ycd) and was not connecting. The communicator power cord was getting hot. Boston scientific technical services (ts) assisted the patient in troubleshooting with the electrical power cord was flashing green by pressing the communicator status button. There were no storms or power outages. The communicator issue persisted. The company representative opted to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.